Event description:
Revision surgery due to loosening of femoral and tibial tray components.

Manufacturer narrative:
A complete pfc total knee system was rec'd and forwarded to the applied research laboratory for non-destructive visual evaluation. The components were reported to be implanted in the right knee of a 64-year-old male for four years. The knee was revised due to pain and radiographic evidence of subsidence and loosening. Abrasive wear and pitting were observed on the articulating surface of the polyethylene tibial insert and patella. The wear patterns also suggest that articulation with overhanging cement or bone occurred along the posterior and medial periphery of the insert. No apparent material or mfg defects were noted in any of the components. At this time, jjpi considers this file to be closed.